Manufacturer narrative:
The sensor kit expiration date is 31 mar 2019. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. If additional information is obtained a follow up will be submitted.

Event description:
Customer experienced a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as red and sore with abscess at the insertion site. Customer had contact with a healthcare professional and received cefamor (oral cephalosporin) for treatment and advised to apply warm compress to site. There was no report of death or permanent injury associated with this event.